Event description:
It was reported that, during an unrelated surgery, a catheter was placed without deactivating this artificial urinary sphincter (aus), which resulted in the device no longer working. A cystoscopy was performed and erosion of the cuff, along with a visible perforation in the urethra were observed. Therefore, the patient underwent a surgical intervention to remove the aus. No additional patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The device history record (DHR) review was unable to be performed as the lot number was not provided. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that, during an unrelated surgery, a catheter was placed without deactivating this artificial urinary sphincter (aus), which resulted in the device no longer working. A cystoscopy was performed and erosion of the cuff, along with a visible perforation in the urethra were observed. Therefore, the patient underwent a surgical intervention to remove the aus. No additional patient complications were reported.